Event description:
As reported, during a laparoscopic procedure when the nurse opened the outer package of 3dmax mesh it was found that there was a crack on the outer edge of the device. The procedure was completed with another 3dmax mesh from the same lot. There was no reported patient injury.

Manufacturer narrative:
It is reported that the sample is not available to be returned, however photos were provided. Review of the photos confirms a single tear in the edge seal of the mesh. Without having the physical sample to evaluate, we are unable to inspect the device for root cause determination. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2021. Addendum: this is an addendum to the initial MDR and is submitted to document the sample evaluation results. Based on sample and manufacturing process evaluation performed, returned sample condition is determined to be a manufacturing-generated condition. Awareness dissemination was provided to all appropriate personnel. There have been no additional complaints reported for this lot ( (B)(4) units) released for distribution in december 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic procedure when the nurse opened the outer package of 3dmax mesh it was found that there was a crack on the outer edge of the device. The procedure was completed with another 3dmax mesh from the same lot. There was no reported patient injury.

Manufacturer narrative:
It is reported that the sample is not available to be returned, however photos were provided. Review of the photos confirms a single tear in the edge seal of the mesh. Without having the physical sample to evaluate, we are unable to inspect the device for root cause determination. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1389 units released for distribution in december 2021. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.